Manufacturer narrative:
Date sent to the FDA: 12/21/2020. H6 component code: g07002 ¿ conforming device a manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: two unopened samples of product code sxpp1a405 was received for evaluation. During the visual inspection of two unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? - thoracolumbar fascia how many sutures broke during suturing on this one patient during this single surgical procedure?- four lot number?¿¿qbmctt the following information was requested, but unavailable: did the suture breakage issue occurred in multiple procedures? If yes, please provide pc number for each of the procedures¿¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/25/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2020-09314, 2210968-2020-09315, 2210968-2020-09316, 2210968-2020-09317, 2210968-2020-09318, 2210968-2020-09319, 2210968-2020-09320, 2210968-2020-09321, 2210968-2020-09323. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke when sewing. Changed to another suture to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.